Event description:
It was reported that "2 weeks psot operatively, the pt's surgeon noticed tissue damage at the ground pad application site and the pt was complaining of neuropathy (parethesias) in the area of the groundpad application. No tissue damage and/or paresthsia was noted at the time of the surgical procedure or at the time of discharge from the hospital."